Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight not provided for reporting. Unknown when pain started. This report is for unknown unk - screw locking/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown procedure was performed on (B)(6) 2014. An intraoperative hardware revision surgery was performed on (B)(6) 2016, to explant the medial distal tibia plate and 4 locking screws due to pain. Upon implant removal, the surgeon discovered that four 2.7mm variable angle locking screws had broken below the head of the screw. One screw head was stripped, and a carbide burr was used to free it from the plate. Patient experienced delayed healing and surgical delay of 10 minutes. The procedure was successfully completed and the patient's outcome has been noted as healed. This complaint involves 4 devices. Concomitant device reported: (part# 02.118.010, lot#8425371, quantity#1). This report is 1 of 1 for (B)(4).